Manufacturer narrative:
The device was returned to olympus for investigation. The investigation confirmed that there was foreign material attached to the device. After removing the foreign material, the device worked normally with (B)(4) that olympus had. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, olympus concludes that failure of energization was caused by the foreign material attached to the device. The instruction manual of the subject device warns; if you use the instrument several times during one procedure, confirm that there is no irregularity with its operation and appearance, each time you use it. Before use, prepare and inspect the instrument and a cord as instructed below. Should the slightest irregularity be suspected, do not use the instrument or a cord; use a spare instead. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that during gastral endoscopic submucosal dissection (esd), the doctor tried to stop bleeding. But the device didn't work. The doctor completed the procedure with another device. There was no patient injury regarding this report.